Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab. Pt's target therapeutic range is either 2.0-3.0 or 2.5-3.0, pt is unsure which. Time interval from meter to lab draw is approx 5 hours. Doctor is increasing her dosage in slow increments. Coumadin dose changed by doctor from 2mg 4 days & 3 mg 3 days, to 2 days of 3mg with 5 days of 2mg, then to 3mg/day at the 1.74 reading.